Manufacturer narrative:
Additional information was requested, and it was confirmed that there was no harm to the patient. It was noted that the device provided visual alarms, but there was no audible alarm from the speaker at the time of the event. The device was operation per specifications after a restart was done at the customer site, but the device was exchanged with another pic ix for safety reasons. The device was tested at a philips location; testing was unable to confirm a fault with the device and the device was working to specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the speaker has temporarily failed (the alarm sounds did not come through). After restarting the central station, everything worked again. The screens were connected in the official way (not directly to the display port). The philips information center ix (pic ix) central post 2ua83420qq has been exchanged with the pic ix central post 2ua83420fl for safety reasons. The idea is to have these sent for research. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported in the report details. However, the initial report was marked as having patient harm; therefore, this will be considered an injury report, at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).